Event description:
It was reported that a superficial blister was found on the patient's lip at the end of the procedure. Patient was using bit block while under anesthesia, proximal end of electrode may have come in contact with the patient.

Manufacturer narrative:
The handpiece was returned with the protective needle tip cover in place. There was slight coagulate on each of the needles. The handpiece was plugged into the generator and the correct defaults were displayed (2 channel tcrf). Set the generator to rapid lesion at 600 jewels, device activated and coagulated as designed. No excessive heat was noted on the proximal needle tubes which would have led to a patient burn. There is no indication that the device malfunctioned during use, please refer to the IFU warning and precaution sections.